Event description:
The customer returned the Duodenovideoscope to the service center for a separate issue. During the device analysis the Technical Assistance Center (TAC) Representative indicates that foreign objects at the distal end were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.